Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched and customer was unable to read the touch screen due the damage. Additionally, the pump was reported to have water damage. Type of water damage was not specified no additional information was provided. The customer declined troubleshooting and follow up from tandem technical support.